Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that in removing a gamma nail from patient's left femur, a metal ring on the end of the targeter broke off and fell in the patient. The breakage was not noticed and was not caught with intra-operative x-rays. Post operative x-rays revealed the presence of the ring. The patient is due to have a total knee implant in the future, surgeon's plan is to remove the ring at that time. While the targeter is available for return, the ring currently remains in the patient.

Manufacturer narrative:
The reported event that target device, g3 plus gamma3® was alleged of issue (g3 target device - detachment of c-ring) could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the c ring was found to be missing in the returned device. C ring was found in the patient in the x-rays shared. Clinical opinion was taken for the patient shared by the x-ray. ¿usually from the size and the shape of the body the ring is not expected to affect the tissue and the bone of the patient any further. However, it is localized right lateral to the tip of the greater trochanter. There is a bursa located and the tractus iliotibialis is passing that region. There are patients who show chronic inflammation of that area. This can be promoted by a foreign body. In such a case a removal might be necessary, but it is usually not urgent. Based on investigation, the root cause was attributed to be user related (misuse or mishandling during sterilization/cleaning or previous surgeries) it cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that in removing a gamma nail from patient's left femur, a metal ring on the end of the targeter broke off and fell in the patient. The breakage was not noticed and was not caught with intra-operative x-rays. Post operative x-rays revealed the presence of the ring. The patient is due to have a total knee implant in the future, surgeon's plan is to remove the ring at that time. While the targeter is available for return, the ring currently remains in the patient.